Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for low blood glucose. Leading to the hospitalization, customer's blood glucose was 77 mg/dl. Customer then put the device in suspend mode and ate a cupcake. He then went to do gardening work. When he later resumed the device, customer's blood glucose was 550 mg/dl. Customer then overcompensated by giving himself three boluses through the device. Customer's blood glucose was 45 mg/dl when admitted. Customer declined troubleshooting for low blood glucose because he knew why he was low. Nothing further reported.